Event description:
Inserted IV catheter to a pt, then went to pull needle out, but IV catheter detached from the hub. The IV catheter came back out on the needle. Potential danger: catheter might remain inside vein. Action - suspended affected lot# 004070, 17 ea.